Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was pushed out of the sheath tubing with high resistance. It was further reported that there was a foreign material in the sheath tubing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photo was provided and reviewed. The photo shows the labeling information of the device which was verified with the track wise details. The second photo shows that the hcp was holding the cotton gauze with the sheath, a white unknown particle was observed inside the sheath tubing. The white material appears to be loaded over the guidewire in the sheath, but it cannot be confirmed. The exact cause or source of the white material could not be determined. One electronic video was provided and reviewed. The hcp was holding the cotton gauze with the sheath, touhy-borst adapter was loaded on to the filter storage tube and connected with the sheath. A pusher catheter was seen inside a filter storage tube. An unknown white material can be seen appearing to be possibly over the wire in the sheath. However, it is unknown what the material in the device is and it cannot be confirmed to be a material from the device or manufacturing of the product. It is unknown if the material came from the guidewire or another device used in the procedure. Therefore, the investigation is confirmed for the contamination as the unknown material can be seen, however the exact source of the material could not be determined based upon the photo review and without the physical sample returned to test the material. The investigation is inconclusive for the reported advancement issues as no objective evidence was provided for review. A white unknown material may have contributed to the advancement issues as well, as it does appear to be over the wire. However, a definitive root cause for the device contamination and advancement issues. Could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos and video were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was pushed out of the sheath tubing with high resistance. It was further reported that there was a foreign material in the sheath tubing. The procedure was completed using another device. There was no reported patient injury.